Manufacturer narrative:
A visual evaluation of the returned device found that the working length was twisted. No kinked sections were noted. The cutting wire length was measured and was within specification. Functionally, the device was tested inside and outside the duodenoscope and was able to bow as intended and it came to its original position properly. The condition of the returned unit was not consistent with the complaint incident that the tip of the tome failed to unbow. The complaint was not confirmed. Therefore, the most probable root cause is operational context, since anatomical and/or procedural factors encountered during procedure could have affected the device performance. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
This report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2016-03053 addresses the rx cytology brush and manufacturer report # 3005099803-2016-03056 addresses the dreamtome rx44. It was reported to boston scientific corporation that a dreamtome¿ and rx cytology brush were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, as the dreamtome¿ rx 44 was inserted and successfully exited the endoscope, they bowed the device once; however, when they unbowed it, the tome would not straighten and would not completely go back to its original position. They removed the tome and examined it outside the scope and found that the catheter was kinked right underneath the cutwire, thus it would not straighten out. A second dreamtome¿ rx 44 was then used. They backloaded the guidewire and went up in the duct. The technician attempted to extend the brush out of the sheath; however, resistance was encountered. The wire inside the plastic sheath broke due to this event. The procedure was completed with the second dreamtome¿ rx 44 and a second rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2016-03053 addresses the rx cytology brush and manufacturer report # 3005099803-2016-03056 addresses the dreamtome rx44. It was reported to boston scientific corporation that a dreamtome¿ and rx cytology brush were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, as the dreamtome¿ rx 44 was inserted and successfully exited the endoscope, they bowed the device once; however, when they unbowed it, the tome would not straighten and would not completely go back to its original position. They removed the tome and examined it outside the scope and found that the catheter was kinked right underneath the cutwire, thus it would not straighten out. A second dreamtome¿ rx 44 was then used. They backloaded the guidewire and went up in the duct. The technician attempted to extend the brush out of the sheath; however, resistance was encountered. The wire inside the plastic sheath broke due to this event. The procedure was completed with the second dreamtome¿ rx 44 and a second rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.